Event description:
It was reported that the customer's pump display had frozen, causing an issue. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump as instructed by technical support, but the issue persisted, leading to the replacement of the pump by technical support. The customer was informed to use multiple daily injections as a backup therapy and was instructed to return the defective pump to tandem using a pre-paid label.